Manufacturer narrative:
Review of proc ID# (B)(6) shows patient movement, and the treatment was paused at 2 seconds in. The treatment was then resumed and the patient pulled away and broke suction causing an incomplete or partial capsulotomy. No indication of capsule tear seen during the procedure. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was onsite for surgery support, doctor (B)(6) reported that during procedure ID #(B)(6), the patient moved and suction was lost during the capsulotomy, etching the cornea. Doctor noted while removing capsulotomy, a temporal anterior capsulotomy tear occurred.